Event description:
It was reported that at 109,985 joules while using the surgical fiber during a prostate procedure, the fiber broke. Time expended: 21.3 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no consequences to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber model #0010-2400; lot #433a; serial #(B)(4): the glass cap and the metal cap are detached and not returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone at the uv glue zone; there is no signs of melting at the location of the fracture. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.